Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 138114a in original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. There was an obvious opening within the seal. Root cause cannot be determined, however, based upon photos; a possible cause of this event could be the device encroached into the sealing area. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 247 complaints, regarding 1171 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised to inspect and test each device before use. Sterility guaranteed unless package has been opened, broken or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.